Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side cart (psc) cardcage involved in this complaint to perform failure analysis (fa). The psc cardcage was analyzed and the reported failure could not be confirmed or replicated. The cardcage was installed and tested on the pca test system. The system started up without any error and had a good image. The audio was loud and clear. The emergency power off (epo) functionality test passed. Fa ran 50 power cycles with this part, and all passed. All the gantry motors were moved to the full range of motion without any issue. The part remained on the test for hours in normal operation and it performed without any error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that after pressing the power button on the patient side cart (psc), the center of the power button was amber and the blue ring would flash. The fse replaced the system power manager (spm) and the psc cardcage to correct the reported problem. While performing the system verification and test drive of the system, the fse experienced many fiber connection issues while utilizing the or's integrated wall ports. Fse connected the surgeon side console (ssc) and psc directly to the vision side cart (vsc), bypassing the wall ports, and they were able to complete all verification and test drives without issue. The customer has been informed that there are issues with their wall ports and fse recommended that they do not use them to avoid the fiber communication issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the psc cardcage involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additionally, intuitive surgical, inc. (Isi) has requested the site to return the spm involved in this complaint to perform failure analysis but the product has not been received yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) would not power on normally. The customer power cycled and emergency power off the system but the issue remained. The customer removed the psc from the system and powered it on in standalone mode normally, the customer then directly connected the psc to the vision side cart (vsc) but the issue returned. The customer then converted to another psc for the procedure. There was no reported injury.